Event description:
It was reported that a shaft break occurred. During unpacking of a 2.00mm x 15mm maverick 2 balloon catheter, it was noted that the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. Visual examination revealed that the hypotube is separated. The hub and proximal section of the hypotube is missing. From the tip to the separation measures 84.2cm long. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. During unpacking of a 2.00mm x 15mm maverick 2 balloon catheter, it was noted that the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.